Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) checked the device from the photos provided by olympus korea co., ltd. (Okr) and found that the adhesive around the objective and light guide lenses was chipped and deteriorated. In addition, the light guide lens and distal end were scratched. Omsc confirmed the result of the device evaluation by okr, and found that foreign material may have entered the inside of the lens from the missing part around the light guide lens, and the inside of the light guide lens may have become dirty. No other defects could be identified that affected the occurrence of the reported event. At the user facility, another endoscope had the events similar to dirt inside the light guide lens and deterioration and chipping of the adhesive around the objective lens and the light guide lens in the past. The exact cause of the reported event could not be conclusively determined. However, based on the past similar cases and evaluation result, the inside of the light guide lens may have become dirty due to the following causes. Due to physical stress or chemical stress caused by the user's handling, a gap was created in the adhesive part of the light guide lens, so dirt entered the inside of the light guide lens. From the photo provided by okr, it was found that brown stains such as corrosion products were attached to the inside of the light guide lens. In addition, due to a leakage from the device, moisture infiltrated into the device from the leak point caused the internal parts of the light guide lens to corrode, and the products due to the corrosion remained inside the light guide lens as dirt. Also, based on the past similar cases, the forceps elevator wire may have been cut and raised by the following mechanism. The device continued to be used, because it was not detected that the forceps elevator wire was broken and did not rise after repeated use. Then, the forceps elevator wire was raised because the forceps elevator wire that was cut was caught in the distal end cover when the cover was attached, or because the forceps elevator wire that was cut interfered with the cleaning brush when brushing the distal end. In addition, based on the past similar cases, physical stress on the distal end and chemical stress from the chemicals used during the reprocessing process may have deteriorated and chipped the adhesive around the objective and light guide lenses. The instruction manual provides warnings about applying external stress to the distal end, insertion tube, and bending section. By following this instruction, the user may have been able to prevent dirt inside the light guide lens and deterioration and chipping of the adhesive around the objective lens and the light guide lens. In addition, the instruction manual provides performing an inspection of the forceps elevator mechanism, so cutting and lifting of the forceps elevator wire can be detected during the preparation for use. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the suction value was out of the standard because the suction channel tube was broken. There was a gap in the adhesive of the bending section rubber. There was a leakage at the bending section rubber due to a pinhole. The insertion tube was wrinkled and not flexible. There was a hole in the remote switch 1. The scope cover of the control section was dirty. The forceps elevator did not work smoothly due to the disconnection of the forceps elevator wire. The elevator control lever was deformed and there was a leakage. There was a leakage at the instrument channel tube due to a pinhole. The objective lens was scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the inside of the light guide lens was dirty. In addition, olympus medical systems corp.(omsc) confirmed from the photos provided by (B)(4) that some of the wires that composes the forceps elevator wire were raised by cutting. There was no report of patient injury associated with the event.